Manufacturer narrative:
(B)(4). Report source - foreign - the event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is scheduled for a planned revision due to unknown reasons. No further information is available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
No device was returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.